Event description:
The biomedical engineer reported an infusion pump with a 500:320 failure code. Information was not provided regarding whether or not the device was in patient use when the reported situation occurred. Although attempts were made by baxter's technical support to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, medication involved or the setup of the infusion device. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.